Event description:
It was reported that in interventional radiology when the clinician was using the ptd for a thrombectomy, the black tip of the ptd broke. The md successfully removed the tip from the patient using a snare, then opened a new kit and successfully finished the procedure without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).